Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty. Subsequently, it was reported that the patient experienced pain and the shoulder replacement is falling apart. No medical or surgical intervention was reported as a result of this event. No further patient impact reported. No further information available.